Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. It was observed that the device would not complete a charge cycle. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control that the service led on the customer's device went on during a routine check. The device was sent to a third-party service agent for evaluation. The third-party service agent evaluated the device and observed that the device would initiate to charge defibrillation energy, but would then disarm the charge again. The device would not complete a charge cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the biphasic pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.